Manufacturer narrative:
The investigation has determined that lower than expected vitros tsh results were obtained from a single patient sample using 2 lots of vitros tsh reagent. A definitive assignable cause could not be determined. However, an unknown sample specific interferent or the vitros analyzers in use could not be ruled out as contributing to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it is unknown if the customer is adhering to the sample collection device manufacturers recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Based on historical vitros tsh reagent lot 5148 quality control results, there is no indication a reagent related issue contributed to the event.

Event description:
The customer obtained lower than expected tsh results from a single patient sample using vitros immunodiagnostic products tsh reagent on a vitros 3600 immunodiagnostic system and a vitros 5600 integrated system. Vitros tsh reagent lot 5148 with vitros 3600 patient sample 1: vitros tsh of 0.28 miu/l vs. Tsh result of 4.66 and 5.39miu/l from two non ortho tsh methods vitros tsh reagent lot 5248 with vitros 5600 patient sample 1: vitros tsh of 0.406 miu/l vs. Tsh result of 4.66 and 5.39miu/l from two non ortho tsh methods biased results of the direction and magnitude observed could lead to inappropriate physician action. No erroneous patient sample results were reported from the laboratory, and there was no allegation of patient harm. This report is number two of two 3500a forms filed for this event, as two devices were affected. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).